Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The caller reported that the customer received many motor error alarms. The customer went to the hospital during the weekend. Customer's blood glucose level was 427 when she was admitted into the hospital on (B)(6) 2016. The customer was nauseous and was vomiting. The customer treated his blood glucose with syringes. The customer was wearing the insulin pump at the time of hospitalization. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.